Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's spouse the pump alarmed unexpected restart. The customer's blood glucose was 220mg/dl. The customer also experienced an unresponsive keypad. The customer was advised to discontinue use of pump and revert to back up plan.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test and unexpected restart tests. No unexpected restart error alarm or reset settings were noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with intermittent button response due to corroded keypad traces, a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and a cracked reservoir tube lip.